Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-tim insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display anomaly was noted. The insulin pump had normal operating currents. No damage was noted to the isolation tape. The insulin pump was received with a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window. (B)(4)

Event description:
It was reported that a customer's insulin pump had a blank display. The customer's blood glucose level was 252 mg/dl. Standard troubleshooting was performed. The customer's mother changed the battery, but the insulin pump froze and the display was blank. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.